Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a chest x-ray of this patient was obtained prior to their device check at routine follow-up. The x-ray found a complete right ventricular (rv) lead fracture at the clavicle which was supported by pace impedance measurements greater than 2,500 ohms and failure to sense cardiac signals. The device was reprogrammed until the patient underwent revision wherein this rv lead was surgically abandoned and device replaced. The patient was reported to have an intrinsic rhythm. No adverse patient effects were reported.